Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the battery was discharged and was replaced. It was stated that the battery was replaced due to migration causing difficulty charging. It was noted that the patient had recently had a child and may have gained and lost weight. During the replacement it was found that both leads had high resistance on several contacts. The healthcare professional decided that since the patient had not consented for lead replacement they should first attempt to program the working contacts and if they were unable to program successfully then they would suggest replacing the leads. The issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.